Event description:
Based on additional information received on 22-nov- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as required intervention was added. The previously reported nonserious event of knee swelling was considered serious with seriousness criteria as required intervention. (B)(4). This unsolicited case from united states was received on 21-nov-2017 from physician. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after an unknown latency had knee swelling requiring the knee to be aspirated. Also device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection (dose, frequency, indication and expiration date: not provided; batch/lot number: 7rsl021). On an unknown date, latency unknown, patient had knee swelling, requiring knee to be aspirated. Since an unknown date, device. Malfunction was identified for the reported lot number. Action taken: unknown. Corrective treatment: knee aspirated for knee swelling; not reported for knee to be aspirated. Outcome: unknown for both. Seriousness criteria: required intervention for device malfunction and knee swelling a pharmaceutical technical complaint was initiated with ptc number: 50572 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 22-nov-2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as required intervention was added. The previously reported non-serious event of knee swelling was considered serious with seriousness criteria as required intervention. The global ptc number with ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee swelling and pain. A temporal relationship cannot be established with the product administration due to lack of information regarding event onset date and product therapy details. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.